Event description:
Reporter indicated that a vns patient had a seizure increase, above pre-vns baseline, that was believed to have been related to stimulation. The patient's stimulation was programmed off in 2001. The current treating medical professional believes that the patient can benefit from vns therapy and turned the stimulation back on. Preliminary results indicate that the patient is doing better with vns therapy.